Manufacturer narrative:
This lead was discarded and is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the implant procedure, this left ventricular (lv) lead was implanted and the pocket was closed. After pocket closure, the lv lead measurements were poor and a chest x-ray confirmed that the lead had dislodged. The pocket was reopened and this lv lead was explanted. The physician elected to close the pocket without placing an lv lead and scheduled the patient for an epicardial lv lead. No additional adverse patient effects were reported.